Event description:
Caller reported a malfunction on the pump, which resulted in the customer's blood glucose level exceeding normal limits, but the specific value was unknown as it displayed "high." Due to relying solely on the pump for insulin therapy, no immediate corrective actions were taken by the customer to address the high blood glucose level. Technical support assisted in resetting the pump malfunction code, and no recurrence was noted afterward, allowing the customer to continue using the pump with instructions to report any future issues.